Event description:
It was reported the device exhibited a "cassette not attached" error. The fault occurred during testing, there was no delay of therapy. There was no patient involvement.

Manufacturer narrative:
B3: event date unknown. Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9 - date device returned to manufacturer: 28-mar-2024. H3 and h6 - evaluation codes: updated. Device evaluation: one device was received for evaluation. Visual inspection found a scratched lcd lens and a broken battery door. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the contaminated board around the dso sensor was the root cause. The main board and the dso sensor were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.